Event description:
It was reported that the catheter fell out 3 hours later after placement.

Manufacturer narrative:
The reported event was unconfirmed since the reported problem could not be reproduced. Visual evaluation of the sample noted one opened (without original packaging), 14 fr. Temp sensing silicone foley, sample port connector, with cut inlet tube and tamper evident seal intact. The catheter was received with the balloon filled with 3cc of clear solution. Visual inspection of the sample noted no obvious visible defects. The 3cc clear solution that was in the catheter balloon was removed. The balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). The balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks and passively deflated all 10 ml without issue or cuffing, returning 10ml of solution. The active length of the catheter balloon was measured ( 0.7280") and found to be within specification (0.60" - 0.90"). The catheter measured to be 14 fr. The catheter balloon inflated and deflated normally with the use of a syringe so it was within specifications. A device history record review was not required per the investigation. The instructions for use were found adequate and state the following: "3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. 4) pull the catheter slightly to seat the balloon at the level of the bladder neck." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out 3 hours later after placement.